Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and medical intervention. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt reported on (B)(6) at 7:35 pm she activated a new pod and her blood glucose was reading 416 mg/dl and at her bg measured 263 mg/dl. Her history for the following day ((B)(6)) is as follow: time: 6:45 am, bg (mg/dl): 95, cho (g): 49, bolus (u): 1.40; 8:59 am, 390, 10.60; 11:14 am, 237, 70, 3.35; 1:58 pm, 259, 4.65; 4:28 pm, 259, 72, 7.50; 8:48 pm, 368, 64, 13.50; 10:36 pm, 363, 2.20; (B)(6) - 6:47 am, 302, 70, 11.05; 8:42 am, high (> 500), 10.60; 9:30 am, 466; 12:12 pm, 303, 10.00 (manual injection); 12:54 pm, 272; 4:14 pm, 247. At 4:58 pm the pod was deactivated and called her doctor who instructed her to go to the doctor office instead of the emergency room. Upon arrival her doctor treated her with a manual injection (exact dosage was not provided). They also perform a sliding scale test to see how she'll react to rapid-acting or long-acting insulin and did some blood work (still waiting for result at the time of the call). She was diagnosed with uncontrollable hyperglycemia and large ketones.